Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01336, 3006705815-2022-01337. It was reported that patient got implanted with scs system on (B)(6) 2022 and patient was unresponsive at the end of the case. Patient was hospitalized and was on ventilator. Additional information received that patient passed away.